Event description:
Type of procedure: thymektomie, robotic assisted, da vinci the customer explains that the bag of the cd001 slipped from the wire frame before the specimen could be put into the bag. The retrieval bag had been removed and a new retrieval bag was used. Surgeon used additional cd001 to retrieve the specimen finally. Unfortunately the customer disposed the complained product. Customer has some more products in the stock with the same lot number. Patient status: no patient injury. Type of intervention: change of device

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event.. In the absence of the event unit, applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the nature of the failure and the exact root cause of the event

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: thymektomie, robotic assisted, da vinci. The customer explains that the bag of the cd001 slipped from the wire frame before the specimen could be put into the bag. The retrieval bag had been removed and a new retrieval bag was used. Surgeon used additional cd001 to retrieve the specimen finally. Unfortunately the customer disposed the complained product. Customer has some more products in the stock with the same lot number. Patient status: no patient injury. Type of intervention: change of device.